Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The day following onset the patient was hospitalized for the event. The same day as onset the patient began treatment with intraperitoneal (ip) injection of meropenem (500 mg, once daily, ongoing) and ip amikacin (125 mg, once daily, ongoing) for peritonitis. At the time of this report the patient was recovering from the peritonitis event and the pd fluid was ¿getting clear¿. Dianeal therapies were ongoing. No additional information is available.